Event description:
It was reported, the patient was no longer receiving adequate coverage. X-rays were taken and revealed lead migration. As a result, the patient's lead was explanted and replaced with a different model.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.